Event description:
It is reported that the devices were implanted in 2006. One screw was placed superiorly, and no other screws could be used, because no usable bone was present. Two days post-op, an x-ray revealed that the shell had "spun out" superiorly, but the screw remained in place. A week after surgery, shell was explanted without the screw. A screwdriver was used to remove the screw. Due to pelvic discontinuity the patient is left with a girdlestone until a custom shell can be made.

Manufacturer narrative:
Evaluation summary: it appears that screw was in a position that applied shear force on trabecular metal. X-rays may have provided more insight into situation. However, exact cause of screw passing through the shell hole is unk. Evaluation codes the trabecular metal portion of shell exhibits extensive deformation around one of the holes, which is presumably the hole the screw was placed in. All holes pass the applicable go/no-go gauge pins, as well as pass the depth gauge. Device history records indicate manufacture to specification. Screw was not returned for review and no lot number was provided; therefore, the manufacturing records could not be reviewed.